Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that was black when powered on. There was no patient involvement when the issue occurred. No patient or user harm reported. A parts order for a replacement user interface (ui) assembly was performed; during follow up with the customer, it was reported that the v60 ventilator had a screen that was black when powered on. Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 11jul2025, 15jul2025, and 18jul2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.